Manufacturer narrative:
Correction to section g3 - the initial report was submitted with aware date 21feb2024; however, the correct aware date is 23feb2024. Manufacturer's investigation conclusion: the reported event of a controller exchange due to a controller fault/yellow wrench alarm on 22feb2024 was confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted (d2211701) and downloaded (d2271032) for review. A review of the log files showed overlapping events spanning approximately 12 days (09feb2024 ¿ 22feb2024 per timestamp). The reported controller exchange and alarms were not captured in the log file which is indicative of the controller entering backup mode and not logging events. There were no other notable alarms active in the log file. The system controller was functionally tested and was able to support a mock loop without any issues or alarms activating. The root cause for the alarm appears to have been due to the controller entering backup mode; however, further root cause for the controller entering backup mode was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 26oct2020. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including yellow wrench, replace controller, backup battery fault, and power cable disconnect alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii instruction for use (IFU) section 4 ¿system monitor¿ explains how to set the date and time on the system controller, including how to synchronize the date and time of the system controller with the system monitor. This sections also informs the user of how to view system controller event history, and how to use the system monitor to collect log files from the system controller. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was exchanged due to the percutaneous lead changeover. A yellow wrench and replace controller message displayed on the screen. The event log files captured the system controller exchange on (B)(6) 2024. Related manufacturer reference number: 2916596-2024-01230, (B)(6).